Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a ventricular tachycardia ablation procedure, an impedance issue was noted and the procedure was cancelled. Towards the end of the procedure, rf therapy could not be delivered through a tactiflex catheter due to high impedance. The catheter was disconnected and reconnected, which temporarily measured an impedance below 100 ohms. This only lasted a few seconds, then returned to an infinitely high reading. This was repeated several times, but no therapy was possible. The ampere generator was rebooted, and the tactisys rf cable replaced, with no improvement. The catheter was replaced, which did not resolve the issue and the procedure was cancelled with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ampere generator was received into the lab for analysis. The device was powered on and booted up successfully. Testing revealed the device functioned as anticipated. The log files on the unit from the reported date were reviewed and confirmed instances of impedance out of range errors or of 999 ohms, however no conclusive abnormalities were identified. Based on the information provided to abbott and the investigation performed, the reported event was unable to be reproduced. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.